Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 1 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As a result of the device investigation, omsc concluded that the reported event occurred since the surgeon outputted the device contacting with something hard, and the probe cracked. After that, the probe was broken when the user checked the device outside the patient body. The instruction manual of the subject device already states; this report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during a laparoscopic assisted total gastrectomy. Probe damage error message was displayed. After that, the probe was broken off when the surgeon checked the probe outside the patient body. The procedure was completed with another thunderbeat device. There was no patient injury reported.